Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On an unreported date, dianeal therapy was withdrawn. During a call with baxter customer service, the following was reported. On (B)(6) 2012, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2012, the patient was hospitalized for the peritonitis. Treatment for the event was not reported. The patient was recovering from the peritonitis. An opinion of causality was not reported. On contact, the nurse declined to provide any further information.

Manufacturer narrative:
(B)(4).as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11f20093, h11h09050 and h11k01037 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified.